Manufacturer narrative:
D10, concomitant medical products: (relevant associated devices used with the device being reported on): cook® tracer metro® direct¿ wire and the gore® tag® thoracic branch endoprosthesis (aortic component tac083715e), the gore® tag® conformable thoracic stent graft was inadvertently entered and should be removed. The catheter with the broken off olive was returned to gore and the engineering evaluation stated the following: the olive is still connected to the distal shaft, but the distal shaft has become detached from the catheter. Evidence of torquing of the distal shaft was visible. The distal shaft had deformations consistent with an external twisting force being applied, which was mentioned in the event description. Torquing the side branch catheter causes shear forces to act upon the distal shaft which can lead to failure of the catheter. No root cause for the report of the leading olive separated from end of the gore® tag® thoracic branch endoprosthesis (tsb) delivery catheter could be determined with the currently available information. However, the report was that ¿the rotation was done during the procedure to push the olive through sheath¿ likely contributed to the leading olive breaking off of the side branch (sb) device. A manufacturing deficiency associated with the tbe side branch was not identified during the device evaluation. Applicable IFU statement in the tbe instructions for use, per warnings section: caution: do not rotate sb component delivery catheter. Catheter breakage or inadvertent deployment may occur.

Manufacturer narrative:
B5: describe event of problem has updated information and changed the description (new information was reported). H3: the catheter with the broken olive was available for evaluation at gore, the defective product was investigated. H6 code changes, added type of investigation code b01. Updated investigation findings code to c070603 and c23. C21 is no longer applicable. Updated investigation conclusions code to d15, d11 and d1102. Code d16 is no longer applicable. Corrected data: b17 was not correct. Only code b01 applies to this report.

Event description:
It was reported to gore that on (B)(6) 2025, a patient underwent a surgery with a gore® tag® thoracic branch endoprosthesis (tbe) to treat the thoracic aortic "aneurysm". The device gore® tag® thoracic branch endoprosthesis was introduced through a gore® dryseal flex introducer sheath (dsf2233) over a cook® tracer metro® direct¿ wire (guide wire 0.035" 480 cm). It was a through and through guide wire from right groin to left brachial artery. The tbe device was advanced and deployed at desired position. But with the removal of the delivery system it was noticed that the leading olive separated from end of the tsb delivery catheter. Further, the doctor mentioned he used almost no force to remove the delivery catheter. However, it was reported that during the insertion there was rotation done by physician, he was able to push the olive through sheath. The separated component was retrieved by inserting a 6fr 90 cm guiding sheath from left brachial artery. Then, it was advanced into the dryseal sheath dsf2233 and then removed from the patient. The patient tolerated the procedure. It was additionally reported that there were no visual abnormalities noticed to the tsb delivery catheter before inserting.

Event description:
It was reported to gore that on (B)(6) 2025, a patient underwent a surgery with a gore® tag® thoracic branch endoprosthesis to treat the thoracic aortic aneurysm [taa]. The device gore® tag® thoracic branch endoprosthesis (tsb081206e) was introduced through a gore® dryseal flex introducer sheath (dsf2233) over a cook® tracer metro® direct¿ wire (guide wire 0.035" 480 cm). It was a through and through guide wire from right groin to left brachial artery. The tsb device was advanced and deployed at desired position. But with the removal of the delivery system it was noticed that the leading olive separated from end of the tsb delivery catheter. And the doctor mentioned he used almost no force to remove the delivery catheter. The separated component was retrieved by inserting a 6fr 90 cm guiding sheath from left brachial artery. Then, it was advanced into the dryseal sheath dsf2233 and then removed from the patient. The patient tolerated the procedure. It was additionally reported that there were no visual abnormalities noticed to the tsb delivery catheter before inserting.

Manufacturer narrative:
H3: wait for the defective goods. The graft remains implanted in patient, the delivery catheter and loose olive is in transit to gore and an engineering evaluation is anticipated. H6, b14: a product history review was completed and review of manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.